Event description:
G-tube found in bed with bulb uninflated. New g-tube unable to be reinserted at bedside. IV required until resident was able to be scheduled for surgery. Surgical insertion performed on 2/9/98, with new tube. There was no harm to the pt/resident.